Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced with a new ins due to premature battery depletion. It was noted that the ins was functioning normally for one month and then was completely "out of service". It was reported that the patient did not receive therapy. It was noted that the issue was resolved after the ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was a recrudescence of pain.

Event description:
Additional information reported there was a loss of stimulation due to premature battery depletion. The patient was no longer sensing therapeutic effect and had pain in their legs. Hospitalization overnight and replacement were required due to the event. The event was considered related to the device and not related to the procedure.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery experienced normal end of life. It was noted that the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.